Manufacturer narrative:
The information was received from a maude foi report, mw5062872.

Event description:
Additional information: a voluntary event report (mw5062872) was received on 07/19/2016 via cdrh stating: at 2130, pt¿s lvad alarmed. Rn investigated and found in event history that lvad pump had stopped x2. The pt had experienced multiple pi events and had several "low speed advisory" alarms. Pt was alert and vs were stable. Lvad controller was changed with no immediate adverse events. However, shortly following exchange of pocket controller, lvad alarmed again and history revealed that pump had stopped and had add'l "low speed advisory" alarms. Pt transferred to cticu for further monitoring.

Manufacturer narrative:
The investigation confirmed the report of pump stoppage events and elevated pump power values based on the evaluation of the log file; however, a root cause for the reported events could not be determined through this evaluation. The patient remains ongoing on pump support and no further issues have been reported. Additionally, the returned system controller was evaluated and was found to operate as intended during analysis. No atypical pump power elevations and pump stoppage events was observed or reproduced during evaluation. Review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information provided by the clinical representative on 07/12/2016 stating that the patient felt dizzy during the pump stoppage event.

Manufacturer narrative:
The referenced pump exchange due to suspected thrombus was reported under medwatch MFR # 2916596-2016-01174. (B)(4). The pump remains implanted supporting the patient. The system controller was returned for investigation on 06/16/2016. Evaluation is not yet complete. Approximate age of device - 15 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient was initially implanted with a left ventricular assist device (lvad) on (B)(6) 2015. On (B)(6) 2016, the patient underwent a pump exchange due to suspected device thrombosis. On 06/10/2016, it was reported that upon interrogation of the system controller, the history showed numerous pump stops and power spikes up to 25 watts. The system controller was exchanged and the patient remained asymptomatic. The log file submitted to the manufacturer's technical services representative for analysis revealed two pump stoppages and multiple low speed operation events. The patient was moved to the ICU and was being monitored for possible thrombus or driveline fracture. There was reportedly one unspecified repeat incident after the system controller was exchanged; however, no further atypical events have occurred thereafter. The patient's anticoagulation was reported to be within the therapeutic range. The laboratory tests results indicated that the lactate dehydrogenase (ldh) value was normal. The x-ray images of pump position and driveline were normal. No further intervention was planned and as of (B)(6) 2016, it was reported that the patient was discharged home and is doing well.